Event description:
On may 17, 2022, the patient/lay user contacted lifescan (lfs), alleging that her onetouch ultra 2 meter displayed inaccurately erratic high blood glucose results. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the product issue began 3 weeks prior to the call with lfs. The patient informed that she obtained blood glucose readings of ¿180 and 103 mg/dl¿ on the subject meter, within 20 minutes of each other. The patient mentioned that she has been getting different results for a really long time and that the meter has been providing results higher than usual. The patient manages her diabetes with pills (metformin and rybelsus) in combination with diet and/or exercise and claimed that she increased her medication intake from 7 mg to 14 mg in response to a high reading. On that same day after the alleged issue occurred, the patient started developing symptoms of ¿severe vomiting, couldn¿t talk, passing out and sight went black¿. The patient stated that she was hospitalized and received IV glucose by an hcp for the high insulin levels in her blood. The patient indicated that her blood glucose was measured on a hospital meter, however she did not remember the readings. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The patient had followed the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diabetes medication based on alleged inaccurate erratic high results obtained with the subject meter.